Manufacturer narrative:
An attempt to reproduce the reported event using 3.1.1 installed on an iphone 11 pro (ios 16.6) with mmt-1886 pump (software version 6.7w) was conducted and confirmed the issue is not reproduced. Additionally, we have checked for mmt-1886a pump it shows unsupported device screen on cp app. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements (srs doc: (B)(4)): the cp app sw shall display by default the patient status and sg graph screen as the selected patient related screen inside the patient home screen. (B)(4): the cp app sw shall display the last sg value communicated by carelink, if there is one, in the same units as the patient device. (B)(4): the cp app sw shall display the last active insulin amount communicated by carelink (B)(4): the cp app sw shall display up to 24 hours of data pulled from carelink on the graph agile doc: (B)(4). After conducting a thorough investigation, we have found that root cause of the issue was 'temporary outage of the carelink'. We have informed to the helpline team member that the issue has resolved on the production server from the carelink. Kindly confirm issue with the customer and if the issue still persists, create a new svn. This will allow us to address matter very effectively and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported no data from minimed mobile. Troubleshooting was performed and the issue was not resolved. The pairing was not successful. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The device will not be returned for analysis.